Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 4222. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H2) correction: g2 report source corrected to include "foreign" report source, in addition to the "health professional".

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion seal, which was determined to be bubbled. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B5: it was further reported that the event occurred during patient use.